Event description:
Customer reportedly received results of hi and 198 mg/dl within 10 minutes on the same device. No action was reportedly taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.